Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the grips was bent, which caused side to side misalignment of the grips. There was a .093 offset at the tips, which indicated overloading at the tip. Failure analysis concluded that the damage may be due to mishandling/misuse. Failure analysis investigation also observed the following damages: there were scratches on the surface of the distal pulley. The instrument had a frayed pitch cable at the distal clevis hub. The clevis did not exhibit any damage. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tip of the instrument would not line up. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.